Event description:
The following has been reported: nurse reported : tubing cracked and leaking from cassette - patient injury : no - medical intervention required : no - stopped active infusion : no - type : connection problems - occurred : during priming on primary line - drug used : saline - action taken : new set up and fluids, delayed care a preliminary review of the logs identified the following issue: administration set breaks (any part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to an overinsertion of the secondary port, causing a crack along the cassette, resulting in leaks or an incorrect welding of the cassette on the welding machine. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa24j14027 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.